Manufacturer narrative:
The root cause for the error code remains unknown, thus further information was requested. Analysis was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had a red screen voltage alert while in pre-implant status. Device not implanted. No patient involvement.